Event description:
It was reported that the right ventricular lead had gradual increasing impedance and is now high. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead has continued to increase.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2002 (B)(6); (B)(4) stent graft 2008 (B)(6); (B)(4) stent graft 2008 (B)(6). (B)(4).